Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 31mm mitral annuloplasty band, testing revealed residual regurgitation at the commissures of the valve. The surgeon felt that the 31mm band did not allow for adequate coaptation, therefore it was explanted and replaced with a 29mm band of the same model. No additional adverse patient effects were reported.